Event description:
It was reported that a patient underwent a surgical procedure and suture was used. While suturing, the suture broke off of the needle. The procedure was completed with same like product. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.